Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy. The patient reported that his ins ¿had shifted and it floats around, it¿s moved and rests on my nerve.¿ the patient reported that he had lost a lot of weight and said he thought the ins started shifting in 2013. No further complications were reported.

Manufacturer narrative:
Product event summary #evaluation determined that investigation is needed because it was reported that the ins had shifted and moved. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes the report of the ins shifting and moving. The root cause of the ins shifting and moving remains unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient lost about (B)(6) lbs. Patient reports that the issue has not yet been resolve.

Manufacturer narrative:
The description event problem was corrected and additional information that was missed has been added into this section. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient lost about (B)(6) lbs. It was reported that the battery now floats where it was once in fatty tissue it often sticks into. Patient reports that the issue has not yet been resolve.